Manufacturer narrative:
The meter has been returned and evaluated by product analysis on 01/02/2014 with the following findings: an error 1 message occurred immediately when powering on the meter. The error was unable to be cleared; therefore, the pump and meter were unable to be paired to complete further investigation. Animas has conducted a review of the device history record for this meter and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The meter has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a meter error (error 1 random) issue. The reporter stated that the meter had emitted an error 1 alarm and then powered off. It was reported that the alarm was unable to be cleared. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.